Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-05154. It was reported that the patient was experiencing inadequate relief from their scs leads. In addition, the patient's leads were also noted to have high impedance preventing the patient from having an MRI. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were explanted,replaced, and therapy was restored.

Manufacturer narrative:
It was reported to abbott, a patient¿s system was not providing adequate relief. The patient met with a rep who reprogrammed them due to high impedances on both leads. The physician recommended a lead revision for MRI capability. In an update, it was reported the patient¿s entire system was replaced. There were no complications. Effective therapy was restored post op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.